Event description:
It was reported that a user stated the ilet was not receiving dexcom g7 readings after the sensor had been paired to the dexcom app first, and the user was guided to enter the g7 code on the ilet and informed about the warm-up period. Symptoms included no glucose data displayed on the ilet. Outcomes included user education and restoration steps with instruction to wait for sensor warm-up. Investigation included remote troubleshooting and user guidance on correct pairing workflow and code entry. Investigation of this case revealed a pairing sequence issue resulting in a temporary loss of cgm data display on the ilet, consistent with expected behavior during initial warm-up and configuration. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device operating as designed.